Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of calling for third time regarding low battery. Customer reported that alarm occurred excessively causing insulin pump to shut off during the night. Customer's blood glucose was 433 mg/dl as a result. After troubleshooting, customer was advised that insulin pump would need to be replaced.